Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils (left) had perforated her tube and was in abdomen"), device dislocation ("the coil on right side was migrating towards her uterus, device had migrated from its original position"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("possible miscarriage/miscarriage") and genital haemorrhage ("after implant procedure began to experience heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, multigravida, live birth (2 live birth: (B)(6) 2009, (B)(6) 2011), spontaneous abortion and chorioamnionitis. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypoaesthesia ("numbness in extremities/ numbness of legs and arms"). In 2015, the patient experienced fatigue ("fatigue / exhaustion"), sensitivity of teeth ("dental problems/teeth sensitivity"), vaginal discharge ("vaginal discharge") and rash macular ("rash/blotchy on arm, chest, leg"). In (B)(6) 2015, the patient experienced menorrhagia ("bleeding during her menstrual cycle with very large (egg size and larger) blood clots"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, device dislocation (seriousness criterion medically significant) with dysmenorrhoea, nausea ("nausea"), vomiting ("vomiting"), paraesthesia ("leg tingling/ tingle of legs and arms"), dyspnoea ("I can hardly get my breath"), dizziness ("dizziness"), panic attack ("panic attacks") with anxiety, irritability, amnesia and feeling abnormal, hot flush ("severe hot flashes"), pain ("sharp stabbing pains throughout the day / all over aches and pains"), weight loss poor ("inability to lose weight"), vertigo ("vertigo"), insomnia ("difficulty sleeping"), muscular weakness ("legs get wobbly if she stands longer than 30 minutes"), headache ("headache"), menstrual disorder ("my menstrual cycle has been getting worse"), abdominal pain ("abdominal cramping / severe abdominal pain at all times"), hypomenorrhoea ("very light cycle"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("it was likely my hormone is down"). The patient was treated with hydrocodone and ketorolac tromethamine (toradol). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, nausea, vomiting, fatigue, paraesthesia, dizziness, panic attack, hot flush, pain, weight loss poor, vertigo, insomnia, muscular weakness, hypoaesthesia, headache, abdominal pain, menorrhagia, genital haemorrhage, pelvic pain and dyspareunia had not resolved and the pregnancy with contraceptive device, abortion spontaneous, sensitivity of teeth, dyspnoea, hormone level abnormal, menstrual disorder, hypomenorrhoea, vaginal discharge, back pain, rash macular, vaginal haemorrhage, migraine, tooth disorder and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, fallopian tube perforation, hypomenorrhoea, insomnia, muscular weakness, pregnancy with contraceptive device, vertigo and weight loss poor with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain, panic attack, paraesthesia, pelvic pain, rash macular, sensitivity of teeth, tooth disorder, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepant information received per pfs essure confirmation test(s) conducted, specify- not performed, in earlier distribution version hsg had performed but no result available reported. Date of live births (B)(6) 2012 discrepancy, previously noted as (B)(6) 2011 in pfs section ii. Patient experience another pregnancy episode which captured under case 2019-037743 patient had 2 miscarriages in 2016/ 2018- she do not recall exact dates of either. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: three months after implantation (no results reported). Pregnancy test - on (B)(6) 2015: results: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 14-may-2015. The most recent information was received on 14-nov-2018. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: pregnancy with contraceptive device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the coils (left) had perforated her tube and was in abdomen"), device dislocation ("the coil on right side was migrating towards her uterus, device had migrated from its original position"), pregnancy with contraceptive device ("pregnancy with essure"), abortion spontaneous ("possible miscarriage/miscarriage") and genital haemorrhage ("after implant procedure began to experience heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, multigravida, live birth (2 live birth:(B)(6)), spontaneous abortion and chorioamnionitis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced fatigue ("fatigue/exhaustion"), sensitivity of teeth ("dental problems/teeth sensitivity"), vaginal discharge ("vaginal discharge") and rash macular ("rash/blotchy on arm, chest"). In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and menorrhagia ("bleeding during her menstrual cycle with very large (egg size and larger) blood clots"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with abdominal pain lower, device dislocation (seriousness criterion medically significant) with dysmenorrhoea, nausea ("nausea"), vomiting ("vomiting"), paraesthesia ("leg tingling/ tingle of legs and arms"), dyspnoea ("I can hardly get my breath"), dizziness ("dizziness"), panic attack ("panic attacks") with anxiety, irritability, amnesia and feeling abnormal, hot flush ("severe hot flashes"), pain ("sharp stabbing pains throughout the day/all over aches and pains"), weight loss poor ("inability to lose weight"), vertigo ("vertigo"), insomnia ("difficulty sleeping"), muscular weakness ("legs get wobbly if she stands longer than 30 minutes"), hypoaesthesia ("numbness in extremities/numbness of legs and arms"), headache ("headache"), menstrual disorder ("my menstrual cycle has been getting worse"), abdominal pain ("abdominal cramping/severe abdominal pain at all times"), hypomenorrhoea ("very light cycle"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pains"), back pain ("lower back pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems") and alopecia ("hair loss") and was found to have hormone level abnormal ("it was likely my hormone is down"). The patient was treated with hydrocodone and ketorolac tromethamine (toradol). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, nausea, vomiting, fatigue, paraesthesia, dizziness, panic attack, hot flush, pain, weight loss poor, vertigo, insomnia, muscular weakness, hypoaesthesia, headache, abdominal pain, menorrhagia, genital haemorrhage, pelvic pain and dyspareunia had not resolved and the pregnancy with contraceptive device, abortion spontaneous, sensitivity of teeth, dyspnoea, hormone level abnormal, menstrual disorder, hypomenorrhoea, vaginal discharge, back pain, rash macular, vaginal haemorrhage, migraine, tooth disorder and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, fallopian tube perforation, hypomenorrhoea, insomnia, muscular weakness, pregnancy with contraceptive device, vertigo and weight loss poor with essure. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device dislocation, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypoaesthesia, menorrhagia, menstrual disorder, migraine, nausea, pain, panic attack, paraesthesia, pelvic pain, rash macular, sensitivity of teeth, tooth disorder, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepant information received per pfs essure confirmation test(s) conducted, specify- not performed, in earlier distribution version hsg had performed but no result available reported. Date of live births (B)(6) discrepancy, previously noted as (B)(6) in pfs section ii diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: three months after implantation (no results reported). Pregnancy test - on (B)(6) 2015: results: negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: pregnancy with contraceptive device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet- event possible miscarriage/miscarriage was deleted and event suspicion of pregnancy with essure was confirmed as live birth on 2012-event outcome updated. Amendment: the report was also amended on 03-dec-2018 for the following reason: significant correction-spontaneous abortion event added and pregnancy outcome corrected. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.